Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped on the corners and tubing guides ripped out and cracked all down left side, the bottom case was cracked by the l-bracket, and both plunger cases were cracked. A review of the event history log (ehl) identified battery depleted, improper shutdown. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue was customer did not recharge battery pack after depleting it. Replaced battery as a preventative measure, it was 10 years old. Replaced damaged top case. Performed power up process and all functional tests which passed.

Event description:
It was reported that the pump's top case was damaged and the pump would not turn on. No patient injury was reported.